Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2019-01069. It was reported the patient began to receive ineffective therapy after experiencing a fall. The patient's leads were found to have migrated. In turn, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.